Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to wear. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pin broke in the remote-control dose plug in. During physical inspection, it was found that there was a crack downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.